Event description:
The patient reported seeking medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose levels reaching 602 mg/dl. She experienced symptoms like dizziness and nausea. She was treated with intravenous (IV) fluids and the pod was removed. During the call, she mentioned receiving notifications about moving the sensor closer to the pod and the pod expiring. The pod site was swollen, and the cannula was bent. The pod lot number was unavailable as it was disposed of in the ER. The patient uses humulin u-500 insulin. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.